Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The returned dreamtome rx 44 was analyzed, and a visual evaluation noted that the working length was kinked and torn from the end of the c-channel to distal tip. Also, the distal pierced hole was torn; this condition dislodged the cutting wire anchor/notch from its original position. The device was observed under magnification and found dried contrast in the distal tip and blood residue. A functional evaluation noted that a test guidewire could not pass through the tip due to the dried contrast. After the dried contrast was removed, the guidewire was able to pass through the tip. The reported complaint of difficult to advance guidewire was confirmed. Upon analysis, the returned device was observed under magnification with blood residue and dried contrast in the distal tip, showing usage. This condition prevented the guidewire from being able to advance through the tip of the device. Additionally, the working length was kinked and torn from the end of the c-channel to distal tip, the distal pierced hole (tome's extrusion) was torn, and the cutting wire anchor/notch was dislodged. Based on the condition observed in the device, the problems found could have occurred during manipulation of the device during preparation or when advancing the guidewire into the lumen; also, if the device was actuated in the coil position causing the catheter to kink and the cutting wire anchor/notch to dislodge. Based on all gathered information and the analysis performed to the returned product, it was concluded that the investigation conclusion code of this event is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. It was reported that, the nurse opened the package and was not able to advance the guidewire through the tip of the tome. The nurse felt like there was something blocking the guidewire from advancing within the lumen. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation results: cutting wire/notch dislodged.